Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. "Plastic distal end cover " - the issue could not be reproduced and therefore the root cause could not be identified. 2. "Foreign object in the air/water cylinder and the air/water channel" - the foreign material remaining in the device could not be identified. It is likely the foreign material may have been unremoved because the device was not reprocessed properly due to a water leaks. No physical damage was confirmed at the place with the foreign material remained. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material at the air/water tube, air/water cylinder and connecting tube also the distal tip cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.